Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Investigation is complete. This is an initial final report submission. Review of the most recent repair record determined that the comb and roller were damaged. The comb and roller were replaced and resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
It was reported that during testing and calibration the unit was found to be in need of repair for unknown reason. Evaluation investigation of the device found the mesher to have a damaged comb. No adverse events were reported as a result of this malfunction.